Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate programming which resulted in patient experiencing ventricular tachycardia. The arrhythmia self terminated prior to high voltage therapy delivery. No intervention was performed.